Event description:
It was reported that during a total knee procedure, the head of the saw twisted into a vertical position. The surgeon was able to alter the way that the saw was being held while cutting, and the procedure was completed successfully.

Manufacturer narrative:
According to the technician, it appeared that the sag head was misaligned. The dimples were not aligned properly, so the head would not lock in the vertical position. Several internal components were replaced and the handpiece was returned to the customer.